Event description:
A malfunction was reported on the pump without any notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to use manual daily injections as a backup therapy while waiting for a replacement pump. A pump with updated software was sent to the customer, who was instructed on returning the defective pump and informed about receiving the new one.